Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that in 2009, she experienced elevated blood glucose of 300-400 mg/dl and ketoacidosis and she was hospitalized. The doctor found that the infusion site cannula was out of the patient's body. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.